Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose and hypoglycemia with blood glucose of 13 mg/dl, the customer current blood glucose was 142 mg/dl. The customer was hospitalized on (B)(6) 2018.the drive support cap appears normal (slightly indented). The customer was treated with emergency room. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.